Manufacturer narrative:
On 11 january 2016 it was communicated that the result of the pathology was not available. On 18 january 2016, the medical affairs director performed a clinical evaluation and commented as follows: according to report, the root cause for this revision is short-term infection, although no final confirmation has been received. There are no reasons to suspect that the root cause may have been different. Stem positioning could play a role in long term results but more unlikely for such a short-term revision. On 19 january 2016, ceramtec provided a document review for biolox delta ceramic ball head 12/14 ø 32 size m (product not registered in the USA) confirming that no issues was detected. Batch review of medacta implants performed on 27 january 2016. (B)(4). Versafitcup acetabular shell cc trio no-hole ø 56, code 01.26.45.1156, lot. 151080 (k122911) (B)(4). Versaiftcup cc flat pe hc liner ø 32 / f, code 01.26.3248hct, lot. 152086 (k103352) (B)(4). On 27 january it was confirmed that the pathogen will never be available. On 28 january 2016 it was prepared a final report with the information here reported. On 28 january 2016 the report was sent to the initial reporter and the case was closed.

Event description:
Explantation of total hip implants due to short time infection. During the revision all implants have been removed and send to sonication, therefore these implants will be not send to medacta international sa for investigation. X-rays available.